Event description:
It was reported that the tip of the driver was fractured. It is unknown at this time if it was identified during or outside of a procedure. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.